Event description:
Reporter stated that pt obtained a blood glucose result of - 180 mg/dl, while using the suspect device. Pt's blood glucose was reportedly retested, on a physician's blood glucose monitor, with a result of 81 mg/dl. No pt injury reported and no treatment was received. Reporter stated that quality control testing was performed on the suspect device at the physician's office; however, reporter was unable to provide any information about control solutions used or results obtained. Technical support requested the return of the suspect product and replacement product was shipped.